Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to completely broken reservoir tube lip. No unexpected missing segment or partial display anomalies noted. Insulin pump passed self test. Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip ring on reservoir of the insulin pump had cracks. The customer also stated that they had a high blood glucose level of 300 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.